Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated, and the impedance trend on the rv (right ventricular) pacing lead was rising. During the week ending on (B)(6) 2014, rv capture threshold rose from 1.75v to 2.5v. Rv capture threshold continues to be high and variable. During the week ending on (B)(6) 2015, rv pacing impedance measured 931 ohms in a rising trend from 475 ohms during the week ending on (B)(6) 2014.

Event description:
It was reported that the right ventricular (rv) lead exhibited growing pacing thresholds and high impedance. A lead fracture was suspected. The rv lead remains in use and is scheduled to be explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).